Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of blood in the middle of the plastic triangle (bifurcation) is confirmed, but the cause remains unknown. The device returned was one unknown dialysis catheter. Visual observation of the device returned found that the device terminated just distal to the surecuff, but the extension legs, clamps, and bifurcation were included. No end caps were returned. There was blue discoloration between the bifurcation and surecuff. A large amount of what was apparently blood/biological residue was found on the cuff and distal, and a lesser amount in other places on the catheter. There was also sticky residue on and around the bifurcation. A large amount of what appeared to be compression damage was found on the extension legs. The clamps had not been engaged. Tool marks were found on the bifurcation. Tactual evaluation showed that when pulling the red extension leg laterally, the space created between the bifurcation and extension leg was noticeably larger than when the same was done with the blue extension leg. Functional testing found that when the blue and red lumens were flushed in turn, each was patent, and no leaks or interluminal communication were found. The distal end was clamped and each lumen in turn was flushed. When the red extension leg was flushed, a leak developed at the junction of the extension leg and the bifurcation. Microscopic evaluation showed that the leak appeared to originate at a point at which the extension tubing and overmolded bifurcation had come away from each other. The end of the tubing appeared to be perpendicular to the catheter axis at this point, and it was found upon examination of the inner lumen that the leak did occur at the meeting of the end of the tubing and the bifurcation. The end of the tubing was straight and appeared to be a manufactured cut. The tool marks and the location of the leak, being at a stress concentration point, are suggestive of the possibility that excessive manipulation such as pulling or sideways and/or axially caused the extension tubing of the red lumen to pull away from the bifurcation, causing a leak. However, this cannot be confirmed, and the cause remains unknown.

Event description:
Facility reported that a hemosplit catheter was placed on (B)(6) 2015. On (B)(6) 2016, the patient came for dialysis procedure and the doctor found blood in the middle of connections of the lumens (the plastic triangle). The dialysis was conducted and the catheter was extracted. On (B)(6) 2016 - facility reported dialysis was conducted three times a week for four hours, flow rate 250-0300. Blood appeared in the place of connection of the two cannulas (plastic triangle). On (B)(6) 2016 ¿ additional information received: catheter was removed on (B)(6) 2016.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that a hemosplit catheter was placed on (B)(6) 2015. On (B)(6) 2016, the patient came for dialysis procedure and the doctor found blood in the middle of connections of the lumens (the plastic triangle). The dialysis was conducted and the catheter was extracted. On (B)(6) 2016 - facility reported dialysis was conducted three times a week for four hours, flow rate 250-0300. Blood appeared in the place of connection of the two cannulas (plastic triangle). On (B)(6) 2016 ¿ additional information received: catheter was removed on (B)(6) 2016.